Event description:
Catheter stuck; able to remove all except 2 cm. Bump noted near insertion site. Md suggested that bump was a fibrin sheath caught up at tip of catheter and insertion site. Md to dilate insertion site to remove catheter. Catheter removed by physician on 2/21/97 using a surgical cutdown technique. Pt outcome good with no adverse reactions. Large fibrin sheath removed from vein with last 2cm of catheter stuck in vein.